Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative occurred suddenly on the device causing the ventilation to halt. Manual ventilation was performed on the patient. The device was replaced with another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. The manufacturer¿s service technician confirmed the customer¿s issue and observed error codes e-110 (motor failure) in the device¿s event log. The device's blower and system printed circuit assembly (pca) were determined to be faulty on the device. The manufacturer's service technician recommends replacing the device's blower and system pca would need to be replaced to resolve the issue. There was no repair made to the device at this time.

Event description:
The manufacturer received information alleging a ventilator inoperative occurred suddenly on the device causing the ventilation to halt. Manual ventilation was performed on the patient. The device was replaced with another device. There was no harm or injury reported. The device was sent to a manufacturer's service center for evaluation. The device investigation has yet not begun. A follow-up report will be submitted when the manufacturer's investigation is complete.